Manufacturer narrative:
H10: a philips field service engineer (fse) went to the customer site and obtained system data, and the alarm log. The data was sent to a philips senior clinical specialist (scs) for review. The scs reviewed the available data, and found that the alarm is visually and audibly latched, meaning it required the silence action in order to ¿end¿ in the audit log. It was also noted that the condition was not active at the time of the silence, because the condition had "ended". The vtach alarm was seen to have occurred at 19:28 on (B)(6) 2019, and was not silenced until 21:57 on (B)(6) 2019: while onsite, the fse ran through setup; all sections passed and monitoring resumed. The fse got a patient simulator and used a spare bed ccu 3 to generate some vent fib/tach alarms, which sounded at the pic ix and also displayed a red alarm message; therefore, working as expected. The clinical audit logs for the testing also showed this result. The fse went through the arrhythmia alarm settings with the sister and they all seemed to be set correctly. There was no product malfunction. Based on the available information, the pic ix did not alarm for the patient in bed ccu5 at 21:45 on (B)(6) 2019, as a previous red vtach alarm occurring at 19:28 had not been acknowledged/silenced. The alarm was visually and audibly latched, meaning it required the silence action in order to ¿end¿ in the audit log. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. During the day shift it was noted that the patient had a run of ventricular tachycardia, and the appropriate alarm sounded. Overnight, the patient had a prolonged run of self terminating ventricular tachycardia, however, this was a different morphology than the one experienced by the day team; the philips monitoring system did not alarm (no red or yellow alarm). The customer came back to the monitoring after 10 minutes in case the monitoring was delayed in saving the alarm, however, it still is not classified as an alarm on the system. The monitoring system recognized this was a broad complex tachycardia, yet no alarm sounded. The patient was very symptomatic of arrhythmia and continues to have runs, but these are a different morphology again, therefore are alarming appropriately.

Event description:
The customer reported that the central station (pic ix) did not alarm for a patient at 21:45. This was for a patient admitted with new diagnosis of heart failure.